Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 300 mg/dl. Prior to going to the ER, a manual insulin injection was administered to address bg. In the ER, customer was treated with intravenous fluids of saline and insulin. Reportedly, the pump reset unexpectedly. The customer continued to use the pump for insulin therapy. At the time of the report, the customer had not been released from the ER, and declined follow up from tandem technical support.